Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated cables and connectors. The sys operates as intended.